Event description:
Boston scientific received information that this pacemaker oversensed just over two seconds of myopotential noise on the right ventricular channel resulting in pacing inhibition and asystole. A field representative discussed possible sensing optimization with boston scientific technical services (ts) who suggested decreasing sensitivity to reduce the chance of oversensing. The issue was then discussed with the physician and device reprogrammed to a fixed sensitivity of 6.0 mv. While the patient was reported to be pacemaker dependent, no adverse effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.